Manufacturer narrative:
This report is currently being investigated. As add'l info is obtained, a supplemental report will be issued. (B)(4).

Event description:
A report received from the USA stated a 740 ventilator was not cycling properly. The report suggested that the ventilator was in use on a pt at the time of the event, but it has not been confirmed. The date of the event is unk. The investigation into this issue is on-going. As add'l info is obtained from the user facility, a supplemental report will be issued.